Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. It was reported that the pt's vessel morphology was mildly tortuous with minimal calcification. The delivery system was advanced to the aneurysm site using greater than normal force and once deployment was attempted the graft cover failed to retract. The device was removed and upon exam one of the runners was seen protruding through the graft cover. Another MFR's device was used to complete the case. The case was successfully completed and the pt is reported to be fine.